Event description:
Information received indicates the left foot brake caster continues to ratchet when in brake.

Manufacturer narrative:
The technician found the caster was worn. He replaced the caster to repair the bed.